Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 370 mg/dl. The customer reported that they woke up for breakfast and blood glucose level was high and meter couldn't connect to the insulin pump and found that insulin pump was not turned on. The customer saw insulin pump was turned off and after changing batteries they saw power lost alarm. The insulin pump will not be returned for analysis.